Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas would not power on when disconnected from the charger, consistent with a sleep/wake or power control failure, and troubleshooting was completed with a replacement device provided. Symptoms included no device display or responsiveness off charger, with no reported blood glucose impact. Outcomes included continued insulin therapy using the replacement device without alerts or alarms and no medical intervention or hospitalization. Investigation included technical troubleshooting with the user and logistical assessment of the returned device. Investigation of this device was confirmed and revealed a device malfunction related to the sleep/wake or power function, with the affected hardware component identified upon return. It was concluded, based on previously established findings for similar reports, that the cause was a component failure consistent with normal hardware malfunction.